Event description:
The customer contacted abbott reporting the inability to calibrate the axsym rubella igg assay and observed error message 1018 (calibration check failure, calibrator a results too high). A review of the instrument message history determined a recent sample probe crash. The abbott customer technical advocate requested the customer replace the probe and recalibrate the rubella assay. The customer reported the recalibration was unsuccessful and sent back the rubella calibrators for investigation purposes. Additionally, the customer stated there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.